Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information indicates that the reported bladder retention, sweating and itching are not related to a medtronic owned device or drug. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that during the patient's trial, the patient experienced side effects with dilaudid of tremendous sweating, itching, and bladder retention. Then they switched to morphine and the patient experienced bladder retention, and had to use a catheter. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.